Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. D9: returned to manufacturer on: 07-jan-2025. H.3 device eval by manufacturer? Yes . Investigation summary: bd received samples for investigation, including a total of 15 samples and 5 photos on 1 document. The returned samples were visually inspected for gel defects; none of the 15 samples exhibited gel defects. The photos displayed tubes with a poorly formed barrier. The complaint has been confirmed by customer submitted evidence. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation after processing. The following was reported: holes in the gel after spinning, part of gel remaining at the bottom after spinning, gel not moving up correctly and remaining on walls surrounding red cells. Majority of tubes were aliquoted and re-spun; some samples were recollected. There were no other health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited poor barrier separation after processing. The following was reported: holes in the gel after spinning, part of gel remaining at the bottom after spinning, gel not moving up correctly and remaining on walls surrounding red cells. Majority of tubes were aliquoted and re-spun; some samples were recollected. There was no other health impact or consequences reported.